Event description:
Information was received from a manufacturer's representative (rep) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain. It was reported that rep called without the patient present to report patient is having difficulty with connecting their controller to their ins. Rep reported initially the patient tried connecting without the recharger antenna, and was unable to connect. Rep then tried to connect to the ins with their clinician tablet, was able to briefly connect and then lost connection. Rep reported patient's recharger was "very hot". Attached images showed that passive recharge mode initially showed 0-0-100, 0-17-100 while the charging indicator light was on, then being stuck on 100 with the indicator light off. No symptoms were reported. A replacement recharger was sent out. Additional information was received, it was reported the manufacturer representative (rep) was able to connect to the ins and no alerts were noted upon connection. As they were swiping through the screens the connection was lost. They moved the communicator closer to the patient and also put the communicator directly over the ins, however they were unable to bring back the connection. They exited the application and tried to reconnect to the ins but was unsuccessful. It was noted there were new batteries in the communicator. The rep was unable to determine the cause. The patient found an older recharger paddle at their home later that day and called to report they were able to establish a connection and charge the ins to 100%. They stated the controller was working normally as well. No further information was known at the time.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#:(B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.